Manufacturer narrative:
The report that one of the leaflets of the heartmate iii (hm3) tunneling adapter broke off during the implantation of the left ventricular assist device was confirmed through a photograph that was provided by the hospital. However, a full examination of the tunneling adapter could not be conducted because the part was not returned for analysis. The patient remains ongoing on vad support and no additional issues have been reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. A corrective and preventative action has been initiated to investigate and correct this failure mode. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient¿s age and weight were not provided. (B)(4). Approximate age of device ¿ the day of implant. Information regarding disposition of the device has been requested. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the implant process, while tunneling the driveline through the subdermal tissue, one piece of the tunneling adapter leaflet broke off. The small piece of the tunneling adapter leaflet could not be located either in the subdermal tunnel or outside of the patient. The patient did not experience any adverse sequelae. No additional information was provided.